Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that it was difficult to turn on the programmer. The programmer would not power up, the power supply was out of specification electrically. The power supply was replaced. It was also determined at analysis that the media bay door and power cord bay were broken. The hinge plate screws were missing, the printer would not print. The stylus was missing and the display drops. The programmer did not boot from floppy drive. The floppy disk drive was replaced. The hard drive was replaced and reimaged the software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that difficulty was experienced turning on the programmer which was resolved by reconnecting the power cord tightly and it was able to be used. It was further reported that after about half an hour, when the programmer was taken out for out-patient device clinic it could not be turned on despite changing power cords and repeated attempts with no sign of power evident on the programmer. The programmer was returned to service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.